Event description:
The customer stated that their pt received a reading in the 700's mg/dl and subsequently dosed themselves with insulin (70/30). About 5-10 minutes later the pt received a reading of "lo" therefore the customer drank some orange juice. The pt began to fell "shakey" and went to the hospital. The hospital received a "high" reading and the pt was given insulin. The customer was asked to return the meter for testing a a replacement was provided.